Event description:
Caldera medical's y-mesh products (reference # cal-vly2643) are causing significant issues for customers attempting to scan qr codes into their epic system due to extraneous characters like parentheses and spaces embedded within the scannable data, which interfere with proper data entry. This format deviates from gs1 standards, which permit such characters only in human-readable text, not within the actual barcode data, raising compliance concerns and potentially impacting clinical workflows, data accuracy, and product traceability.

Manufacturer narrative:
Investigation is ongoing and the results will be reported when aviable. The manufacturing number is (B)(4).